Event description:
Patient presented to the ER after receiving inappropriate hv therapies due to noise on the lead. Egm showed noise on both the atrial and rv lead. The data suggest an intermittent short between the atrial and rv leads, likely caused by an insulation breach. The noise was not reproducible with pocket manipulation. The physician suspects a possible header problem. The entire system was replaced since it was not determined which device caused the noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A partial lead was returned, 19.6 cm from connector pin. Unable to perform complete evaluation.